Manufacturer narrative:
Concomitant medical products: w2dr01 ipg was implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited mirror image noise. It was further reported that the rv lead showed a drop in impedance measures. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.